Event description:
It was reported that this right ventricular (rv) lead exhibited intrinsic amplitude out or range and high pacing threshold. Moreover, micro dislodgement was noted. This rv lead was repositioned and to date, the lead remains in service. No additional adverse patient effects were reported.